Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: (B)(4). Visual inspections were performed on the returned device. The reported filter separation was not confirmed, as after the retrieval catheter was dissected, the filtration element was found. There was no separation or damage noted to the filtration element; however, the retrieval catheter shaft was separated 22cm proximal to the tip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported filter element appearing to be detached or missing was likely due to operational context of the procedure.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo, long lesion with no tortuosity and moderate calcification in the common/superficial femoral artery (cfa). The emboshield nav6 was prepared per the instructions for use (IFU). After the procedure, the filter was not visible in the retrieval catheter or on the barewire. Therefore, an intensive x-ray search for the filter was performed to confirm the filter was not left inside the patients anatomy. The filter was not found in the anatomy. The procedure was completed with good results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.